Event description:
It was reported that "the catheter that was placed on (B)(6) 2021 was incorrectly placed. They were unable to thread to the svc due to occlusion but told patient it was successful and to go ahead and use it. It wasn't until 1 month later that patient started experiencing neck swelling when he infused his pn that we got the record and showed it was in the brachiocephalic vein. This was removed on (B)(6) 2021 but patient did not get another catheter placed until (B)(6) 2021.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.